Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the patient's onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 9am. The patient manages his diabetes with metformin pills (500 mg 2x daily). It is not known if the patient made changes to his usual diabetes management routine. One day after the start of the alleged issue, the reporter claims the patient felt symptoms of dry mouth, tired, dizzy and had a headache. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.